Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a casing/condition (damaged cap and case) issue. Reportedly, the user could not remove the battery cap from the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the pump has been returned, and it was evaluated by product analysis on 09/30/2014 with the following findings: visual inspection revealed that the battery compartment was cracked in the thread area. Also, the threads of the battery compartment were found to be damaged. The returned battery cap was found to be free of damage. The pump powered on with the returned battery cap, which was able to secure to the pump per the instructions for use (IFU). The battery cap measurements were found to be within the specifications. The battery cap was removed from the pump without difficulty; the reported event was not duplicated. The relation of the observed device failures to the reported event could not be determined, as the reported event was not duplicated.